Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the unit sporadically alarms "vent inop" when the flow that should be delivered to the patient goes out through the exhalation valve. The customer stated no patient involvement or harm.